Event description:
It was reported that foreign matter was found in the syringe 10ml e/t before use. The following information was provided by the initial reporter: "customer was about to open the syringe packet when they saw that there was foreign contamination inside the syringe. Syringe was not used and kept for incident report."

Manufacturer narrative:
H.6. Investigation: one sample in sealed packaging was received for evaluation by our quality team. Upon visual inspection of the sample received, loose black foreign matter was observed inside the syringe: therefore the reported failure can be verified. Fourier transform infrared spectroscopy (ftir) was performed and the spectrum matches with polypropylend and poly (isobutyl methacrylate) which are both used during the manufacturing process. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this issue is related to the assembly process when the printed barrel did not clear from the assembly machine before carrying out the cleaning process. The foreign matter fell into the barrel and was not identified. A revision to the cleaning equipment checklist and training to the manufacturing personnel has been performed to prevent this incident in the future. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the syringe 10ml e/t before use. The following information was provided by the initial reporter: "customer was about to open the syringe packet when they saw that there was foreign contamination inside the syringe. Syringe was not used and kept for incident report."